Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was not engaging at all could not be confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had evidence of rust and corrosion on the triggers and coupling head, made an unusual noise while running, failed power check, gotten hot after a power check; and jammed triggers. It was further determined that there was corrosion inside the unit and triggers which caused the triggers to jam and the device to make an unusual noise. The assignable root cause was determined to be due to improper cleaning/care and possibly immersion. This was further defined as misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during tibial plateau leveling osteotomy (tplo) surgery on a canine, it was observed that the small battery drive device was not engaging at all. It was reported that there were no delays in the surgical procedure as an identical spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.